Event description:
The customer reported an intermittent communication fail error. A communication fail error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.